Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.21 ng/ml on a patient who was admitted on (B)(6) 2011. Sample a: I-stat: (B)(6) 2011 10:00pm, result: 0.21 ng/ml. Sample a (repeat): I-stat (B)(6) 2011 10:12pm, result of 0.04 ng/ml. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.